Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician, trained in the use of the starclose se device, attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the physician indicated the patient had a global skin rash/allergic reaction after the procedure and stated it was not a result of the clip device, however a specific cause could not be determined. The physician indicated the starclose se clip will not be explanted. Though requested, no additional information was provided.